Event description:
Bard-parker surgical blade #11 packaged in the cardinal packsop21arear was being used by dr (B)(6) to cut the meniscus during a knee arthroscopy and the blade broke in two pieces. The tip of the blade was in the knee space and retrieved.